Manufacturer narrative:
PMA/510k #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a transurethral ureteroscopic holmium laser lithotripsy, the basket of a ncircle tipless stone extractor would not open. Before the procedure, the physician opened the packaging and found that there was a crease in the green wrapping line near the handle and the basket could not be opened. There was no difficulty noted when removing the device from the packaging. The procedure was completed by using another basket device. No adverse effects have been reported due to the alleged malfunction.

Manufacturer narrative:
Event description: as reported, during a transurethral ureteroscopic holmium laser lithotripsy, the basket of a ncircle tipless stone extractor would not open. Before the procedure, the physician opened the packaging and found that there was a crease in the green wrapping line near the handle and the basket could not be opened. There was no difficulty noted when removing the device from the packaging. The procedure was completed by using another basket device. No adverse effects have been reported due to the alleged malfunction. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ncircle tipless stone extractor was returned in an open package. Inspection of the returned device noted: the device was returned with the handle in the open position and the basket formation in the closed position. The mlla [male luer lock adapter] was tight. The collet knob was tight and secure. The basket sheath was torn away from the flare at the proximal end of the sheath. The basket assembly could be manually activated. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was closed and could not opened due to sheath damage. The basket sheath was broken at the handle. The cause for the damage was unknown. Excessive force may have been inadvertently applied to the device, however no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. The risk documentation procedures were reviewed, and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.